Event description:
It was reported to philips that the device had a defibrillator capacitor assembly defect. A philips authorized service provider (asp) evaluated the device. The reported issue was confirmed and traced to a faulty capacitor. A replacement capacitor was ordered. The asp replaced the capacitor to resolve the issue. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips that the device had a defibrillator capacitor assembly defect. There was no reported patient involvement.